Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade of the nail came out the nail slot completely. This complaint involves 2 unknown parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date if event is unknown. This report is for unknown nail unknown lot number. Implant date: sometime in (B)(6) 2014. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.